Event description:
On (B)(6) 2010, the pt was implanted with a scs lead. During the procedure, the doctor attempted to access the space 4-5 times before placing the lead. Approximately 15 minutes after implant, the neuromonitoring technician information the doctor that the pt's reading had dropped by half. The physician immediately explanted the lead. The pt's readings later returned to normal. It is not known at this time if the pt will be reimplanted. The device will not be returned.

Manufacturer narrative:
Evaluation: method - the device history and sterilization records were also reviewed. Results - the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.